Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the case was set up, calibrate and they were waiting on the camera view screen. After 15 minutes the screens went completely black and then a blue man appeared on console screen. There was no error that appeared before the blackout. Surgery was finished after restarting and recalibrating, with the same device with a non-significant delay. No harm to the patient or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6) , used for treatment was not returned for evaluation. A relationship between the reported event and the device was established. Although the product was not returned the software files were downloaded from the device and provided for investigation. The symptoms relating to the problem can be compared to a known bug. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with a known console bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.